Event description:
It was reported that while in patient use, the ventilator displayed a high urgency alert. The patient was manually ventilated with an ambu bag without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The action recommended by tse corresponds with accepted service practices for the error code generated by the device. The customer was instructed by tech support to call back if the recommended part or test did not correct the failure. The customer reported having replaced the keypad. The unit then passed all performed testing and is reported to be back in service.